Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. Phrenic nerve stimulation resulting in muscle twitching was also observed and was attributed to the lv lead. Insulation damage was suspected as the cause of the event, however, no visible lead damage was observed during the revision procedure. The lv lead was capped and replaced to resolve the event. The patient was in stable condition.